Event description:
It was reported by the sales rep that the incorrect needles are being packed in the wrong suture assist box. No case involvement. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that two cartridge reloads were returned for analysis and were noted to have the incorrect needle. No functional test was performed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. An investigation has been initiated to determine if the cause of this issue.